Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient experienced inaccurate cgm values which occurred the day the sensor was inserted into the arm. The patient called in to report a cgm inaccuracy that occurred on (B)(6) 2024. In providing this information, the patient mentioned he experienced another inaccuracy, 4 days ago ((B)(6) 2024), when he passed out. The events that occurred on (B)(6) 2024 are captured in this complaint. The patient was taken by his wife to the emergency room (ER). It is unclear when the patient regained consciousness. The ER asked the patient about his cgm value, and the patient reported that it was ¿fine¿ as it was showing a reading within target range at that time (no specific value was reported). No bg meter comparison was done in the ER. Due to the cgm inaccuracy the patient experienced on (B)(6) 2024, the patient now felt (in hindsight) that the situation he experienced on (B)(6) 2024 was also due to a cgm inaccuracy, although a bg meter comparison was not done in the ER. It was reported the patient did not receive any treatment or medication. The patient was observed and discharged home later the same day. The patient was fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of loss of consciousness.